Event description:
It was reported that during an unspecified procedure the rigid videoscope had blurry image. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "blurry image" was confirmed due to "dark spot on optical". In addition, the following reportable malfunctions were identified during the device evaluation: cracks on side of video connector, loose light guide adapter, cracked objective lens, dented edge, fiber breakage was found. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure the rigid videoscope had blurry image. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.